Event description:
The customer reported that a ventilator was giving a high blower temperature during therapy on a patient. The device was in clinical use at the time the issue was discovered. The ventilator was removed and the patient was placed on another ventilator without any issues. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse has advised the customer to replace the blower assembly.

Manufacturer narrative:
The philips remote service engineer has advised the customer to replace the blower assembly. The customer reported to have replaced the blower and ran the unit over night with no problems.